Event description:
It was reported that during a 2-level tlif procedure, performed on an unknown date, the cl rod inserter (63-sp-9005) broke during final tightening of the last lock screw. The tip was recovered and discarded by surgical staff and the procedure was completed utilizing a backup rod inserter. They was no delay to the procedure or harm to the patient.

Manufacturer narrative:
Occupation - other; sales representative. Device evaluation - the inserter was returned for evaluation without the distal fractured tip. The laser markings are crisp and legible, and the gold knob freely turns, driving the center shaft in and out. The condition of the fracture location is in agreement with the results concluded in the attached report (B)(4) in which the inserter is overloaded to 160 in-lbs. Review of device history records found ten (10) pieces of lot 00188pt released for distribution on (B)(6) 2020 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature for this part number. No corrective action is recommended at this time due to the likelihood the failure can be attributed (root cause) to an excessive load (torque) applied to the instrument.